Event description:
The customer reports that the unit has an error and is no longer usable. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.